Manufacturer narrative:
Other, other text: device evaluated, visual inspection performed and found all labels were still intact. No physical damaged was found on the device. As a result of checking the event history log, it confirmed that most recently there was a record of continuously occurred no disposable alarms during pump operate on may 5, 2023. It could not confirm the customer reported issue. Possible defective downstream sensor or cassette product. Product is beyond a year from manufacture date of 2020-03 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a review was not performed. Service history review identified the device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the device exhibited, no disposable pump won't run alarm. No adverse patient effects were reported by the customer.